Event description:
The chair has intermittent failures where the chair just stops working. This incident, the chair stopped working and left the user stranded in the rain for 45 minutes and as a result, she got sick.

Manufacturer narrative:
Device will be returned to vendor for eval.